Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is unknown if there was any injury as a result of the malfunction. Additional patient/event information has been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a fecal management system was inserted and over 100 ml of fluid was instilled. The patient outcome has not been reported. No further information was provided.

Manufacturer narrative:
Additional information: no lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4).